Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented for routine clinic visit. Their temperature was noted to be 99.7, but no other signs or symptoms of infection were present. Later that evening, the patient spiked a temp of 101.3 and presented to emergency department and was subsequently admitted to rule out sepsis. The patient was treated with broad spectrum antibiotics in the emergency department. Initial blood and urine cultures had no growth. Driveline site was clean, dry, and intact with no signs of drainage. Respiratory polymerase chain reaction was also negative. No source for infection isolated. The patient clinically improved, off antibiotics, and cleared for discharge home.